Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Review of the event history logs revealed no record related to the reported issue. Functional testing was performed but the reported issue could not be replicated. The exact root cause could not be determined; however, a possible defective downstream or cassette product. The downstream sensor was replaced and upstream sensor re-calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an unknown error. It is unknown if there were any adverse patient effects.